Event description:
A patient involved in a spinal cord stimulation trial was found expired due to unknown reasons. The trial leads were placed in 2008. The patient was seen by the field representative 3 days later and was receiving pain relief with the external neurostimulator. He seemed 'normal'. The external neurostimulator was working normally. It was reported that the patient had the setting a little high (settings not specified) but still within normal ranges for a trial patient. The patient woke early the next day complaining of pain. He took some medication and went back to bed and was found to be expired later that day. The hcp didn't believe the device or placement of the leads had any effect on the death. A coroner's exam was being completed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.